Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
When connecting, a high-pressure alarm was being triggered but there was not a blockage. The event occurred during use. There was patient involvement and no patient harm reported. There was delay of therapy.

Manufacturer narrative:
D9: 11-jun-2025. H3: one device was returned for evaluation in used condition. Visual inspection and functional testing were performed. Service history identified the complaint was not related to a previous service of the device within the review period. The customer reported issue was confirmed as the high-pressure alarm would be triggered due to continuous flow. The cause of this issue was traced to a defective/worn timing valve. The device will not be repaired at the time of investigation due to part delays.